Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was unable to convert a patient out of ventricular tachycardia (vt) through the delivery of nine shocks. The vt was properly sensed but never converted. The physician decided to reposition the right ventricular (rv) lead into a more optimal position but encountered difficult repositioning it. The ICD was then reprogrammed and the patient will come back at a later time for another revision procedure. The rv lead remains in service and there were no adverse patient effects reported.